Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h10: investigation results: the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the catheter of the device was returned in two separate sections and was found damaged (ripped) and stretched. No damages were noted to the balloon portion of the device. Microscopic inspection was performed, and the catheter was found to be damaged (ripped) and stretched. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter break was confirmed as the catheter was returned in two separate sections. The catheter was damaged (ripped) and stretched which occurred likely due to the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care, excessive force during handling or usage, and/or forcing the device against significant resistance could induce device damages or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, the balloon would not come out of the blue catheter. The user tugged harder and broke the balloon catheter into two separate pieces. Another device was opened, and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation outside the patient, the balloon would not come out of the blue catheter. The user tugged harder and broke the balloon catheter into two separate pieces. Another device was opened, and the procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.